Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe scale markings were "partially cleared".

Manufacturer narrative:
The following field has been corrected: b.5. Describe event or problem: it was reported that the bd luer-lok¿ syringe scale markings were "partially cleared" on 9 syringes. H.6. Investigation: two photos were received and evaluated. The photos appear to depict four 3ml syringes. All syringes present distorted, skewed scale with large portions of the print missing, primarily between zero line and 1 ½ ml markings. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the scale marking defect is associated with the marking process.

Event description:
It was reported that the bd luer-lok¿ syringe scale markings were "partially cleared" on 9 syringes.